Event description:
It was reported that the tubing was not priming properly. No patient injury was reported.

Manufacturer narrative:
The sample was received in used conditions without its original packaging. It was visually inspected at a distance of 12" to 24" with normal conditions of illumination. There was medication inside of the tubes in some parts of the device; and the device was cleaned with water to remove all medication inside. For functional testing, the sample was connected to the pump and was fully priming and connected without difficulty; the pump was set running and the alarm was not activated. The complaint was not confirmed. Root cause cannot be determined since the complaint was not confirmed due to the fact no problems were found during functional test. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4).